Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump alarmed motor error. Customer wore her insulin pump during an MRI and now is alarming. The customer's blood glucose was 278mg/dl. The customer also reported a motor position encoder error alarm. The customer was advised the pump will be replaced due to alarms. Customer stated she has had high blood glucose due to infection. The customer declined troubleshooting at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify operating currents due to motor error alarms. Unable to confirm motor position encoder error alarm due to motor error alarm. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.